Event description:
It was reported that the patient experienced a vagal response. A left atrial appendage (laa) closure procedure was being performed, and a 27mm watchman flx pro closure device was selected to be used. Post procedure the patient had a vagal response and was treated with epinephrine while under general anesthesia (ga). The patient remained fully stable and was discharged post procedure after treatment. There were no patient complications, and the patient is fully recovered.